Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a motor stall recorded in event logs with no motor stall recovery recorded. A motor stall occurred on (B)(6). Since then there had been several motor stalls and recoveries in the logs. The last stall was (B)(6) 2012 and there had been no recovery. The patient experienced dizziness which began on (B)(6) 2012. The patient recovered without sequela. The pump was delivering compounded baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted:unk. (B)(4).